Manufacturer narrative:
No product was returned for evaluation. Neither part nor lot numbers were provided. A definitive root cause could not be established. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components. Postoperative fracture due to trauma, defects, or poor bone stock.

Event description:
According to the reporter, a revision/extension of hardware was performed due to the patient falling and breaking one of the 6.5 mm cannulated midline screws. Requests for further information were made; no response was received.

Manufacturer narrative:
The product family was incorrectly reported in the initial report. This follow-up report is being submitted to update the product family (brand name), the product code, and the 510(k) number.